Manufacturer narrative:
A2 : age at time of event - 18 years or older.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The target lesion was located in the non-calcified left anterior descending artery. A 3.00mm x 15mm emerge balloon catheter was selected for use, however; the balloon was fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that the shaft was only kinked and was completely removed.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The target lesion was located in the non-calcified left anterior descending artery. A 3.00mm x 15mm emerge balloon catheter was selected for use, however; the balloon was fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
A2 : age at time of event - 18 years or older device evaluated by MFR. : returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. There were numerous hypotube and shaft kinks to the device. At 1mm from the strain relief the hub was separated from the hypotube, and at 58.1cm from the strain relief there was separation of the hypotube. There was contrast and blood present in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded, and contrast was present in the balloon. Product analysis confirmed the reported kink as there were multiple kinks to the hypotube and shaft of the device. The device had unreported separation in 2 different spots.

Manufacturer narrative:
Age at time of event - (B)(6).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The target lesion was located in the non-calcified left anterior descending artery. A 3.00mm x 15mm emerge balloon catheter was selected for use, however; the balloon was fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.